Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call. The patient alleged that the meter had been reading inaccurately for some time as she reported she had been experiencing low blood glucose levels during the night. She reported that at 10:30pm on (B)(6) 2017, she obtained an alleged inaccurately high blood glucose result of ¿516 mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with lantus insulin which she self-adjusts based on a sliding scale and metformin oral medication. She reported that she administered 20 units of insulin and called the emergency medical services because her ¿blood sugar had never been as high as this¿ and she was concerned. She reported that she was advised to call an ambulance and make her way to hospital. She indicated that her blood glucose level ¿dropped really low and bottomed out¿; she did not report any physical symptoms when asked. She reported that blood glucose results of ¿79 and 80 mg/dl¿ were obtained on the ambulance meter and ¿90 mg/dl¿ on arrival at the emergency room. She reported that she was kept in the ER until 4:30pm on (B)(6) 2017. While there, she reported that she received ¿4 little things of apple juice and a sandwich¿. She indicated that her blood glucose level was still reading ¿60 something¿ and she had been advised to remain in the ER; however, the patient was keen to go home as she had to go to work later that morning, so she was advised to ¿go home and eat¿.she reported that since (B)(6), her blood glucose level has ¿bottomed out¿ on 2 further occasions and she had to ¿walk to the store to get some bananas¿. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure and her test strips were within expiry date and had been stored correctly. The patient did not have control solution to test the meter and test strips. The patient¿s products were requested back for investigation and replacement products were sent to the patient. Control solution was also sent to the patient to allow her to verify the accuracy of the lfs products. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.